Event description:
It was reported that the device was short lived due to high left ventricular threshold. Because of the patient's age and condition, physician replaced the device with a single chamber defibrillator and capped off the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis revealed that the device did not meet expected longevity, the cause is unknown.